Manufacturer narrative:
The sample involved in the incident was returned for evaluation. Functional testing was performed to test for leakage. The set was attached to a flexible container of solution and the solution was allowed to flow through the set. No leakage was observed at any location on the set during the testing. A review of work order records for the reported lot number did not indicate any problems that could contributed to this complaint. The samples tested by quality assurance prior to final product release met specification requirements. Convertible piercing pin leakage is being monitored and addressed by a multi-disciplinary team. Enhancements to the convertible piercing pin filter air vent have been identified and implemented. These modifications will provide filter air vent cover sealability capable of withstanding the demands of clinical usage. Corrected data: manufacturing site registration number was corrected from "57302" to "6000096". This has resulted in a new manufacturer's report number on this follow-up report. This report is a follow-up to abbott manufacturer report nubmer 57302-1998-9.

Event description:
Received report of 1 documented and an unknown number of undocumented incidences of leakage of IV tubing from between the filter and the housing of the convertible piercing pin. A pt had been ordered tpn with lipid to run at 40cc/hr. Several hours into the infusion, leakage was noted from the convertible piercing pin. The pt has become infected and the practitioners are unable to determine if the infection was related to the pt's disease process or the leakage from the tpn. The pt is currently hemodynamically stable. Tubing and bag were changed.